Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose and got hospitalized due to a consequent head injury on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer's sensor was reading 250 mg/dl at the time of the incident. The customer treated off the sensor reading and ended up giving himself too much insulin. The customer was at 100 mg/dl at the time the paramedics arrived. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller will call back to troubleshoot. The insulin pump will not be returned for analysis.